Event description:
It was reported that (1) 512b was used during a laparoscopic colectomy procedure. It was reported by the affiliate that the gasket tore. Opened another device to complete the case. There was no consequence to patient.